Event description:
Device recovered a result of 19.4 sec. Without a flag. Customer was doing instrument correlations and when reviewing the clot curves they noticed the curve was unusual and looked as though the clot never happened. A rerun of the sample produced a result of 205.8 sec. Sample raw data not saved to disk. Unit is cleaned daily and probes were clean. Customer concerned that result could have been reported out without an alert.